Event description:
This information was received through literature article ¿serious failure modes after endovascular aortic aneurysm repair are device specific¿ published in the journal of vascular surgery abstracts e351, volume 74, number 4 in october of 2021. The article objective was a review and comparative analysis of failure modes across devices used for endovascular aortic aneurysm repair. The article covered 229 patients who had received endovascular aortic aneurysm repair from 1997 through 2019. The below failure modes and outcomes were quantified and tabulated in a comparison against the gore® excluder® aaa endoprosthesis with the percentage of the failure mode out of total patients displayed in parentheses. The data below summarized outcomes for the 39 patients of the total 229 involved in this review that had been implanted with a gore® excluder® aaa endoprosthesis. Type ia occurred in 24 patients (62). Proximal migration occurred in 4 patients (10). Type ib occurred in11 patients (28). Stent fracture occurred in 0 patients (0). Type iiia occurred in 3 patients (8). Type iiib occurred in 0 patients (0). Number of endovascular aortic repairs that occurred at the reporting institution was 35 (90). Interval from endovascular aortic repair (evar) to open conversion (oc)/ major endovascular intervention (mei), years 3.74 +/- 3. Open conversion (oc) occurred in 10 patients (26). Delayed rupture occurred in 0 patients (0).

Manufacturer narrative:
Abdul-malak o, cherfan p, liang n, et al. Serious failure modes after endovascular aortic aneurysm repair are device specific. Journal of vascular surgery 2021;74(4): e350-e351 doi:10.1016/j.jvs.2021.07.033. Communication/interviews- additional information in regard to the event of the case has been requested. The following event information has been requested but has not been provided to date. Additional attempts to obtain the information are in process: device lot/serial number, date of implantation, which gore devices were implanted in which patient, details of the procedures related to individual patients including patient outcomes, if possible, original diagnosis requiring gore device implantation, original date of implantation, date(s) of identified injuries and reinterventions, as applicable, if aneurysm growth how much? The following patient information has been requested but has not been provided to date: name, gender, weight, dates of birth, medications, comorbidities note: 1. The event date was indicated as the publish date in accordance with md174040. The article was published in october of 2021, so the date was indicated as 01-oct-2021. 2. The patient gender reflects that of the majority of patients, male, as 194/229 patients were male. 3. The age was indicated as 78, as the average patient age at reintervention was 78 +/- 8.5 years. No implant/explant dates were indicated as the details of the 39 individual patients and cases are unknown at this time. Device not accessible for testing: the medical devices in question have not been returned or investigation. Results pending completion of investigation: additional follow up is required in order to obtain details necessary for a complete envestigation. Results pending completion of investigation: the device lot number(s) is/are currently unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: added code e2121 for health effect - clinical code. H6: added code f1901 for health effect - impact code. H6: added code a010402 for medical device problem code. H6: added code g04122 for component code. H6: updated code c21 to c20 due to a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and component migration.